Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address bg. Customer changed pump supplies and resumed insulin delivery.